Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on 02/12/2007, patient underwent following procedure: bilateral lateral recess decompression, l5-s1; bilateral lateral recess decompression, l4-5; bilateral lateral recess decompression, l3-4; bilateral pedicle screw stabilization, l4-5, l5-s1; bilateral posterolateral fusion, l4-5; bilateral posterolateral fusion, l5-s1; right posterior iliac bone graft; local bone graft harvesting; for a pre-op diagnosis of: lumbar internal disc disruption disease, l4-5; lumbar internal disc disruption disease, l5-s1. Per-op notes: midline incision was made and dissection was carried out laterally, identifying the transverse process of l4, l5, and sacral ala. Facets were taken down bilaterally at l4-5 and l5-s1. Decompression was carried out. Posterior pedicle instrumentation was performed using handheld pedicle instruments under continuous fluoroscopy. Screws were placed individually at each level under fluoroscopy. Contoured and preshaped rod was secured to screws, torqued and locked. Bone graft from iliac crest was mixed with bmp and placed into posterolateral margin between l4 and l5. Final x-rays showed good position of implant and correct level of surgery. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.